Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's leads, exhibited a high out-of-range shock impedance measurement of 156 ohms. It was noted that this was not a gradual rise in shock impedance measurements. Technical services (ts) recommended bringing the patient in for a vector breakdown with isometrics and pocket manipulations to rule-out a lead integrity issue. Additional information received indicated that the patient was seen in clinic for further evaluation and all lead measurements were within normal limits. No programming changes were made and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's leads, exhibited a high out-of-range shock impedance measurement of 156 ohms. It was noted that this was not a gradual rise in shock impedance measurements. Technical services (ts) recommended bringing the patient in for a vector breakdown with isometrics and pocket manipulations to rule-out a lead integrity issue. Additional information received indicated that the patient was seen in clinic for further evaluation and all lead measurements were within normal limits. No programming changes were made and the patient will continue to be monitored. No adverse patient effects were reported.